Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant an atrial lead position check failure and possible no capture were noted on an electronic transmission. The lead remains in use. No patient complications have been reported as a result of this event.